Event description:
It was reported that a spectrum infusion pump falsely alarmed upstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed that the pump alarmed for upstream occlusions through review of the event history log, but did not reproduce it. The evaluation found that the ultrasonic sensor readings were below specification, which is a known contributor to false upstream occlusin alarms. The ultrasonic sensor and ultrasonic pusher were replaced.